Manufacturer narrative:
Account replaced the scale board and installed an external buzzer kit to resolve the issue.

Event description:
Account alleged that there is no audible alarm for the pt position module. The account stated that there were no injuries and a pt was not in the bed.